Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported, the infusion set tubing is leaky. On (B)(6) 2011 at 6:35 am, his blood glucose measured 6 mmol/l (108 mg/dl), at 1:02 pm, measured 10.9 mmol/l (196 mg/dl), at 4:04 pm, measured 19.7 mmol/l (355 mg/dl), and decreased to 10 mmol/l (180 mg/dl) by 10:23 pm. On (B)(6) 2011, his blood glucose measured 17.9 mmol/l (322 mg/dl) at 2:47 am, 15.1 mmol/l (272 mg/dl) at 7:00 am and he changed the headset, and elevated to 22.1 mmol/l (398 mg/dl) and he changed the headset again. At 11:19 am, his blood glucose measured 14.1 mmol/l (254 mg/dl) and measured 3.2 mmol/l (58 mg/dl) at 2:53 pm. The pt did not require treatment from a health care professional or second party to address the issue. The infusion set was replaced and requested to be returned for eval.